Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain and inflammation. Subsequently, patient was revised on (B)(6) 2014. Legal counsel for patient further reports that gray tissue was allegedly noted during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04986 & 2014-03575).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain and inflammation. Subsequently, patient was revised on (B)(6) 2014. Legal counsel for patient further reports that gray tissue was allegedly noted during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. Operative report noted the presence of synovitis, metallosis and fluid. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and biomet head and taper.